Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving dilaudid and bupivacaine at unknown concentrations and doses via an implantable infusion pump. It was reported that the pump was implanted in (B)(6) 2018 and failed pump right away causing the patient to have withdrawal symptoms. The caller stated that they waited a month and then a new pump was implanted. No further complications have been reported as a result of this event.